Manufacturer narrative:
Approximate age of device ¿ 12 days. The patient remained ongoing until he was transplanted. Transplant was reported under MFR # 2916596-2016-02340. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a rectus muscle hematoma post-op after their pump exchange on (B)(6) 2016 and was subsequently sent to the operating room (or) on (B)(6) 2016. The patient's hematoma was removed. No further information was provided.

Manufacturer narrative:
The patient remained ongoing on vad support until they underwent a transplant on (B)(6) 2016. The pump was returned and evaluated under medwatch MFR report #2916596-2016-02340. A correlation between the device and the reported hematoma could not be conclusively determined. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.